Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: part: 310.430. Lot: 2545809. Release to warehouse date: november 19, 2009. Manufacturer: synthes bettlach gmbh. No nonconformance reports (ncrs) were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the lcp drill bit ø4.3 w/stop l221 2flute (part # 310.430, lot #2545809) was received at us cq. Upon visual inspection the small fragment of distal drill bit flange is broken. This might be due to it's constant usage in the operative environment for drilling. No other visual defect is identified. The overall complaint was confirmed for the received lcp drill bit ø4.3 w/stop l221 2flute (part # 310.430, lot #2545809). Although no definitive root-cause can be determined it¿s possible that the device might have experienced unintended forces during it's constant use in operative environment. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part #: 310.430 . Lot #: 2545809. Release to warehouse date: 19 nov 2009. Manufacturer: synthes bettlach gmbh. No ncr¿s were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the 4.3mm drill bit was blunt. Patient and surgical involvement are unknown. There is no further information available. This report is for one (1) 4.3mm drill bit qc/221mm. This is report 1 of 1 for (B)(4).